Event description:
The physician was performing a therapeutic ercp procedure on a pt suffering with cholangiocarcinoma. The physician began the procedure using a tapertome and a jagwire. The bile duct was selectively cannulated. When the dr advanced the jagwire to negotiate the stricture, partial breakage at the tip of the guidewire occurred inside the stricture, but the tip was not fully detached from the device and the physician was able to remove the jagwire as a whole unit from the pt. The physician then obtained another device to continue the pt procedure, but partial breakage of that jagwire's tip also occurred. Please reference medwatch report 6000123-2004-00097, that reports the problem that occurred with the second jagwire. The physician was able to successfully complete the procedure with the third jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.